Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead were found to be fractured. Surgical intervention was taken to explant and replace the leads. No additional adverse patient effects were reported.